Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the emergency room with device in backup vvi. Patient has also received an inappropriate shock. Device download was performed successfully.